Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, visibility/palpability.

Event description:
Healthcare professional reported via nbir left side "rupture, correction of asymmetry, and change shape/size/style." Device has been explanted and replaced.